Event description:
I had essure implanted in (B)(6) of 2012. Since that time, I have had spotting, passing clots, irregular periods, heart palpitations, increased migraines, weight gain, constipation, depression/ anxiety, hives/rash, abdominal pain, cramping, etc.